Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the dib00 intraocular lens was felt hard and sticky when loading and there were question about whether it would unfold, lens was binding up. The issue was occurred during handling prior to insertion and there was no patient contact. The damage was described as stuck in cartridge. It was stated that the lens was positioned closer to the tip of the cartridge than normal and the lens moved a little when they tried to advance it. It was reported that the lens was bunched up. The inner pouch was not opened/un-sealed when received. The lens was discarded and not being returned. No other information was provided.